Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 21, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient received 3 hours and 34 minutes of uninterrupted hemodialysis on (B)(6) 2015 without any problems. The patient¿s post dialysis vital signs on (B)(6) 2015 were as follows: weight change = -3.90kg, blood pressure 151/81, pulse 64 (regular), respirations 16 and temperature 98.8. The patient was discharged home on (B)(6) 2015, stable. Medical records contain incomplete treatment sheets from (B)(6) 2015 where patient did not receive dialysis treatments at the clinic. It should be noted, the patient had a hospitalization from (B)(6) 2015 for acute metabolic encephalopathy and subsequent seizures secondary to hypoglycemia and uncontrolled diabetes mellitus. On (B)(6) 2015, the patient was found unresponsive at home by emergency medical services with a blood glucose level in the 20¿s. The patient at that time was given d50 and brought into the emergency department where she developed intermittent generalized tonic-clonic seizures. A CT scan of the head at that time revealed no acute abnormalities. The patient was given ativan to control her seizures. Acute metabolic encephalopathy is often associated with hypoglycemia. The patient improved and was discharged with the following diagnoses: acute metabolic encephalopathy; diabetes mellitus with hypoglycemia without coma; end-stage renal disease on hemodialysis; anemia in end-stage renal disease; seizure. It should be noted that the patient had a blood glucose level of 402 at 05:58 on day of discharge. In addition, during this hospitalization, the patient received renal replacement therapy. Dates, times or details of renal replacement therapy between (B)(6) 2015 are not available in the medical record for review. Three days after discharge from the hospital for hypoglycemia, the patient was admitted into the hospital exhibiting symptoms of diabetic ketoacidosis. At the hospital, the patient experienced two cardiac arrests and subsequently expired three days later. Medical records attribute the patient¿s cardiac arrest likely secondary to hyperkalemia (9.0 on (B)(6) 2015). Hyperkalemia and electrolyte imbalances are associated with diabetic ketoacidosis. It should be noted the patient¿s potassium level on (B)(6) 2015 was normal at 3.6. The patient¿s cause of death was multisystem organ failure secondary to lactic acidosis secondary to ischemic bowel. The physician notes state the patient had demand (bowel) ischemia due to prolonged arrest. The esrd death notification states the patient¿s last date of dialysis treatment was (B)(6) 2015. However, the medical records reveal the patient received emergent hemodialysis on (B)(6) 2015 at the hospital. There are no hemodialysis treatment records for the hemodialysis treatments of (B)(6) 2015 for review. Therefore, it is not known if the products used on (B)(6) 2015 were fresenius products. Emergency room notes and hospital records from the former hospital (B)(6) 2015 are not available for review. There is no documentation in the medical record that indicates a causal relationship between the 2008t and the patient¿s hospitalization and death. There is no documentation in the medical record that indicates the patient was using fresenius products after (B)(6) 2015. There is no documentation in the medical record that indicates a causal relationship between any fresenius product and the patient¿s death or hospitalization. Medical records reveal the patient expired due to multisystem failure secondary to lactic acidosis secondary to ischemic bowel. The ischemic bowel was due to patient¿s prolonged cardiac arrest and not dialysis related. The patient¿s cardiac arrest is attributed to hyperkalemia. Documentation shows the patient¿s diabetes was not well controlled. At this time, there is no documentation in the medical record that would indicate the patient¿s hospitalization and death were related to the 2008t or any fresenius products, especially considering there is no evidence the patient was receiving fresenius dialysis products after (B)(6) 2015.

Event description:
A spontaneous serious unexpected report of a patient's death was reported to (B)(4) by a patient's family member (grandson) on june 15, 2016. The report pertains to a (B)(6), female patient with end stage renal disease (esrd) on in-center hemodialysis. A follow up was conducted with the clinic's manager (cm) who revealed that the patient had been receiving regularly scheduled, routine hd treatments. According to the cm, the patient underwent their final hd treatment on (B)(6) 2015. The patient was hospitalized on (B)(6) 2015, and subsequently expired on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.